Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va07jwn, implanted:(B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins and lead was exchanged. They noted the battery was changed due to normal battery depletion and the "lead some the doctor had to fix". The healthcare provider (hcp) told the patient they were "going to have another cut"; the consumer thought the came loose. The lead issue was discovered when they did the x-ray probably a month before the replacement. No patient symptoms were reported and no further complications have been reported as a result of this event.